Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service 052 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2016 with the following findings: the review of the black box data showed call service 052 alarms in the pump history. However, investigators were unable to adequately investigate the original call service alarm complaint due to a persistent blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.